Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to sensor electrode left inside her skin. The customer¿s blood glucose level was unknown. The customer stated that needles were stuck in the lower stomach. Troubleshooting was performed. The product will not be returned for analysis.